Event description:
It was reported that this pacemaker reverted to safety mode as noted upon interrogation. The patient fell at care center. The patient is pacemaker dependent, but the wife is not certain a replacement would be preferred. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to fields h6: impact codes.

Event description:
It was reported that this pacemaker reverted to safety mode as noted upon interrogation. The patient fell at care center. The patient is pacemaker dependent, but the wife is not certain a replacement would be preferred. This pacemaker remains in service. No adverse patient effects were reported.